Event description:
The following information was provided: as per pss implant request: medial laxity status post primary r knee medial bicomp. Patient currently has a bicomp with a 2 right pf implant, 3 rm femoral component, 4 rm tibial component, and a 4x9 insert. Requesting a size 4x14 thickness insert for an additional 5mm of thickness due to medial laxity present in the joint that your current thickness construct of 12mm will not address. Patient had a primary bicompartmental operation on (B)(6) 2019- patient has been functioning well since surgery, however recently has developed significant medial laxity.